Event description:
Upon inserting the left judkins catheter into the aorta, the physician was unable to withdraw blood from the catheter before engaging the tip into the left main. The catheter was withdrawn from the patient and, when flushed, a blood clot was extracted. The catheter was well flushed with 8ml of heparinised saline and then engaged into the left main, after being able to withdraw blood freely before engaging. The first radiological view showed thrombus in the lad. The patient developed chest pain with ECG changes. A successful angioplasty was performed. It was felt the thrombus had been carried up from the sheath.